Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states there is a crack/ scratch on pump screen. The pump keypad buttons have become less responsive then usual. Customer states has been changing battery more frequently and pump rejects new batteries. Customer states reservoir treading is not working. Customer hanged up before being transferred. The insulin pump will not be returned for analysis.